Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, that the customer contacted the technical service engineer (tse) during surgical setup to report an activation has been interrupted error on the integrated electrical surgical unit (iesu). The customer stated that the iesu had already been power cycled and the foot pedals checked. The tse then instructed the customer to reseat the three rear connections and power cycle the iesu again; the error immediately returned. The tse next advised pressing the recall button, after which the error cleared and the system appeared to function normally, allowing the customer to proceed with surgical setup. Later, it was reported that the activation error returned during a surgical procedure, affecting both monopolar and bipolar energy delivery. The tse guided the customer to use monopolar energy on a classic coagulation setting as a workaround, after which the customer chose to stop using the system for the remaining surgical procedures that day. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned to failure analysis, and the issue was confirmed using logs. The log review revealed recurring error c-34, c-33 and errors 2-02, c-83, 2-71, 2-0c, c-82. During functional testing, the unit displayed error code c-34 at startup, and the logs show codes c-00, m-0b, m-b0 and m-31. The probable cause of errors was attributed to a faulty electrical component inside the generator.